Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "multiple revisions for dislocations. Patient dislocated while making bed at home. Revision hip for dislocated constrained cup. Inner component separated from outer part. Head of stem still locked within the inner part. Hip revised with another constrained cemented cup."